Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: part# 05.000.008. Synthes lot# 008403. Supplier lot# (B)(4). Release to warehouse date: 31.mar.2023. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that 05.000.008 reverse speed is broken. The repair technician reported debris was present on protector/shield, and some other part of the component. Rust was visible on rod/shaft, housing, and motor. Electric cable and other part of the component was discolored. Circuit board button was failed. Also preventive maintenance was required. The cause of the issue is user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that the reverse speed is broken. Found during weekly audit.